Event description:
It was reported that the patient presented to the emergency room with an intrinsic rate of 45 bpm and unipolar threshold of 6.0 v at 1.5 ms which resulted in intermittent ventricula capture. No testing could be performed due to patient's fragile condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).